Event description:
During a remote follow-up, decreased pacing impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead. Lead damage was suspected but no anomalies were observed during diagnostic imaging. No intervention has been performed. The patient is stable with no consequences and will continue to be monitored.